Event description:
It was reported that the patient presented with discomfort. The patient was physically and visually evaluated. The patient was also scoped and a urethral erosion was diagnosed. The patient underwent surgery to explant the artificial urinary sphincter (aus). There were no further patient complications.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.